Manufacturer narrative:
Insulin pump passed the displacement test and self test. The time and date were synced and monitored for 48 hours with no discrepancies or anomalies. Time or clock anomaly not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the clock was reset on its own. Customer¿s blood glucose was 127 mg/dl at the time of incident. The customer was assisted with troubleshooting for time clock anomaly. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.